Manufacturer narrative:
(B)(6). Lot manufactured between january 2, 2019 to january 3, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph revealed evidence of a bladder rupture. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during fill. There was no patient involvement. No additional information is available.